Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During tha, a drill was used to place a screw on the acetabular side. The patient's bone was hard and the base of the drill shaft fractured during drilling.